Event description:
Philips healthcare customer service center received a call from the customer stating that flame and smoke came out of the back of the hdi5000 ultrasound system. The biomed immediately unplugged the system and the burning on the back of the system stopped as the flame self-extinguished. There was no injury or adverse event caused by the failure. The flame did not trigger the smoke alarm; fire department or other authorities were not called and the fire extinguisher was not required.

Manufacturer narrative:
(B)(4). The philips field service engineer went to the customer site. The field service engineer replaced the parts affected by this event. The system was placed back into service after the repair. The affected parts are in transit back to philips for analysis as of this MDR submission. A follow up report will be submitted once new information becomes available.